Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician had deployed a taxus express2 3.5 x 16 mm drug eluting stent in the lad at 12 atms for 30 seconds. The 80% lesion in the rca was predilated with a maverick 3.5 x 15 mm balloon at 4 atms for 100 seconds. The physician then attempted to deploy the taxus express2 3.5 x 16 mm drug eluting stent in the rca, but the balloon did not appear to inflate until he reached 6 atms. The physician then inflated the balloon to 16 atms for 15 seconds. The physician was unable to deflate the balloon. He pulled neagative on the inflation device four or five times with no success. He removed the stopcock to remove some saline and pulled negative with still no effect on the inflated balloon. The physician attempted to deep-seat the guide catheter and remove the balloon while still inflated, however, he was unable to do so. The physician then inflated the balloon up to 25 atms to burst the balloon and remove the delivery device intact. The balloon was inflated for approximately 7 minutes. During this event, the pt had a 6 beat run of non-sustained ventricular tachycardia, followed by bradycardia. These arrhythmia's were self-limiting and were not treated. The stent placement looked good post-procedure. Pt was transferred to an outpatient bed following the procedure. The pt is reported to be "fine."